Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was failed to open. This failure was not showing on the screen but physically the user cannot get the lower matrix drawer to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter last name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was difficulty in pulling the drawer open. A field service engineer inspected the unit and performed adjustments on the rails and the hard stop assembly of drawer two. However, during assessment, fse was able to open the drawer without any issues. Upon further inspection, identified that the hard stop required adjustment to ensure the drawer could close properly. After making the necessary adjustments, the drawer functioned as intended. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was failed to open. This failure was not showing on the screen but physically the user cannot get the lower matrix drawer to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.